Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 35.9 cm to 36.1 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. The damage found likely resulted in the reported capture anomaly.

Event description:
It was reported that the atrial lead exhibited loss of capture. The lead was capped and replaced, during a routine device change out. The patients condition was good during post op check next morning.